Manufacturer narrative:
(B)(4). Physio-control provided the customer with the necessary information to repair the device. Upon successful completion of the repair and after observing proper device operation through functional and performance testing; the device will be returned to use.

Manufacturer narrative:
Physio-control further evaluated the removed system controller and user interface pcb assemblies at the failure analysis center and determined the cause of the failure to be due to integrated circuit chip, designator u61, on the system controller pcb assembly. No failure of the user interface pcb assembly was noted and it was confirmed to be an ancillary replaced part.

Event description:
It was reported that the device locked-up during power up and would not advance past the self test screen. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control confirmed with the customer that the failure was resolved by replacing the user interface flex cable assembly. The customer later contacted physio-control to indicate the failure had not actually been resolved. Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.